Event description:
It was reported that the ventilator generated an alarm indicating a high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Provided ventilator logs were reviewed. Alarms for airway pressure high could be confirmed in the event log on the reported event date. The upper airway pressure limit was set to 70cmh2o, but according to the trend log the alarm was generated at 58 cmh2o. Trend value for ppeak is the mean value during one minute and if the high pressure is reached 1 or 2 breaths of 30 b/min (rr about 30 b/min according to logs) will the trend value be lower than the highest value. The airway pressure high alarm is generated if any of the pressure transducers measures a pressure that reaches the level and that will in most cases be the inspiratory pressure transducer and the expiratory pressure transducer is used to measure the displayed pressure during the inspiration. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. H3 other text : 4117.